Event description:
It was reported that the patient's left hip was revised. As reported by rep: "today we extracted a shattered biolox delta c-taper -2.5 head from a securfit size 8 132 degree stem. The liner had some damage from the end of the trunnion."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown ceramic head was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the provided photographs indicated that the head was fractured. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant indicated " a root cause of the head fracture cannot be determined. The root cause of the revision surgery was the head fracture" device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: visual inspection of the provided photographs indicated that the head was fractured. A review of medical records with a clinical consultant indicated " a root cause of the head fracture cannot be determined. The root cause of the revision surgery was the head fracture". No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "today we extracted a shattered biolox delta c-taper -2.5 head from a securfit size 8 132 degree stem. The liner had some damage from the end of the trunnion."